Event description:
Emergency medical technicians responded to a person described as down for an unk period of time in a wet grassy area following a rain storm. The pt was connected to the device and the device advised a shock. According to the reporter, when the operator pushed the "shock" button, the operator rec'd an electrical shock from the device. The pt was not resuscitated. The operator was hospitalized overnight and, reportedly, experienced temporary amnesia. The reporter indicated the reporter malfunction did not cause or contribute to the death of the pt.